Event description:
It was reported that during a lap gastric bypass, the generator alarmed and showed the instrument as the cause of the error. The active blade broke in half. There was no patient consequence. Switched out to another lcsc5l and finished the case without incident.